Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
It was reported that following an ablation procedure, an epicardial effusion occurred requiring an epicardiocentesis to stabilize the patient. The patient underwent a right flutter ablation procedure on (B)(6) 2024. The patient presented to the clinic on (B)(6) 2024 reporting dyspnea. An echocardiogram was performed which revealed an epicardial effusion. An epicardiocentesis was performed to stabilize the patient. It is unknown when during the procedure a perforation occurred resulting in the effusion. No perforation was noted during the procedure. There were no reported performance issues with any abbott device.